Event description:
It was reported that stent thrombosis and st-segment elevation myocardial infarction occurred. A 3.00 x 32 and two 3.00 x 38 synergy drug-eluting stents were implanted in the right coronary artery (rca). Six hours post stent implantation, the patient presented with chest pain symptoms after the aggrastat drip was discontinued. An angiogram was performed which indicated thrombus was present and intravascular ultrasound (ivus) indicated the stents were well apposed but were a little undersized. The physician post dilated with a 3.25 non-boston scientific balloon. No further complications were reported. The patient was fully recovered with a good prognosis after the procedure.

Manufacturer narrative:
F10. Device codes: updated from defective device to adverse event without identified device or use problem.

Event description:
It was reported that stent thrombosis and st-segment elevation myocardial infarction occurred. A 3.00 x 32 and two 3.00 x 38 synergy drug-eluting stents were implanted in the right coronary artery (rca). Six hours post stent implantation, the patient presented with chest pain symptoms after the aggrastat drip was discontinued. An angiogram was performed which indicated thrombus was present and intravascular ultrasound ivus indicated the stents were well apposed but were a little undersized. The physician post dilated with a 3.25 non-boston scientific balloon. No further complications were reported. The patient was fully recovered with a good prognosis after the procedure. It was further reported that the target lesion was 100% stenosed. The physician judged the artery to be a 3.0mm vessel. However, when intravascular ultrasound (ivus) was performed after occurrence of thrombus, ivus revealed that the vessel was 3.25mm. Additionally, it was noted that the stents overlapped with each other. The physician stated that aggrastat did not cause the thrombosis but thrombosis happened when aggrastat was discontinued.